Manufacturer narrative:
Weight: the patient's weight was requested but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having many low voltage advisory alarms. The patient's bend relief on the white and black leads of the system controller were broken and there was a little nick along the cable. The patient said they had no alarms. A log file review found no unusual events recorded in the log file event history. There was one string of low voltage advisories while on battery power. Otherwise, the equipment was operating as intended. It was recommended that if the cables were damaged to exchange the system controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage advisory alarms while connected to 14v batteries was confirmed via the submitted log file. The reported event of broken strain reliefs on both power cables and a ¿little nick¿ along one of the cables was not confirmed as the system controller was not returned for evaluation and no pictures of the reported damage were submitted for review. The submitted log file contained approximately 8.5 days of data ((B)(6)2021 ¿ (B)(6)2021 per the timestamp). Intermittent low voltage advisory alarms were captured on (B)(6)2021 from 11:14:07 to 11:22:38 due to the relative state of charge (rsoc) voltage on the white power cable fluctuating above and below the low voltage threshold while connected to 14v batteries. There were no other notable alarms throughout the log file. The pump maintained a speed above the low speed limit throughout the log file. Multiple requests were made to obtain additional information (including if the system controller was exchanged); however, no response was received. The root cause of the reported events could not be conclusively determined through this analysis. Heartmate ii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate ii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables, 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate ii lvad, including the system controller power cables heartmate ii instructions for use (IFU) section 6, entitled ¿patient care and management¿, states that the system controller must be connected to the power module or the mobile power unit during sleep or any time when sleep is likely. The patient may not be able to hear alarms while sleeping on battery power. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.